Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8025677. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. A possible explanation for this phenomena is the sterilization process of all potentially contaminated devices. The high heat of this process is sufficient to result in the deformation of the septum, potentially sealing any openings that would allow the passage of fluid. Bd was able to confirm the customer indicated failure mode. Based on DHR review for lot reported of catalog 383336, all samples taken for visual and functional characteristics properly met the acceptance criteria. Engineering team reviewed the sample and could not observe any damage. Therefore, sample was tested per leak at 20 psi of in and 8 psi of out, according qcge-011sp. During the test a damage was noticed in the catheter causing leakage. The catheter showed an irregular condition to the assembly process. Such condition isn't associated to functional issues to manufacturing process. Unfortunately, root cause could not be determined since the damage found is not common in our process and for us are very difficult determinate that happened with our device during the transfusion on the third day. Manufacturing process where the material is built was inspected and no equipment or sharp objects that could be related were found. DHR and maintenance records were reviewed with the intention of finding a failure in the equipment or any quality problems in this assembly that could be related with the reported failure mode however, no problems were found.

Event description:
It was reported that the bd saf-t-intima IV catheter 20 g x 1.00 in. Experienced leakage at the adapter and tubing. The following information was provided by the initial reporter: leakage was found at the luer connection and the extension tubing during the transfusion on the third day of placement.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter 20 g x 1.00 in. Experienced leakage at the adapter and tubing. The following information was provided by the initial reporter: leakage was found at the luer connection and the extension tubing during the transfusion on the third day of placement.